Event description:
During a cryoablation procedure, the 1st cycle was smoothly delivered. During the 2nd freeze-thaw cycle, a loud "whistling sound" released from helium tank during thawing and the indication of "low level helium gas" was displayed. As a result, active thawing was aborted for safety. Passive thawing for 8 minutes was suggested to complete the procedure. Despite passive thawing, the patient was moving drastically and monitoring parameters were unstable. After 8 minutes of passive thawing, medical doctor pulled out the needles but had some restrictions. Eventually, all three needles were pull out. Post CT scan was done and identified that patient had bleeding in left renal and the ice ball had cracked.

Manufacturer narrative:
As requested by the distributor in (B)(4) the (B)(4) gas company conducted an investigation on the helium tank. The results of the investigation of the tank revealed the whistling sound was due to an issue within the helium tank. No further investigation of the galil medical system or needles is required. Galil medical confirmed that the patient underwent embolization to stop the bleeding. Further follow-up confirmed that after observation the patient's condition was well and the patient was discharged from the medical facility the following day.

Manufacturer narrative:
Galil medical's distributor in (B)(4) is a trained authorized service provider. The distributor investigated the system following the case to diagnose the cause of the loud whistling sound. The pressure gauge was connected to both argon and helium tanks. A single needle was used to test the functionality of thawing. No abnormal sound was heard. The distributor has requested (B)(4) to conduct an investigation on that particular helium tank. Galil medical has requested follow-up status of the patient. Bleeding is a well known and documented complication with cryoablation procedures and is listed in the visual ice system user manual as a potential adverse event. Additionally, iceball cracking is a common occurrence in cryoablation, as the ice is transitioning from very cold freezing to warming and thawing. A follow-up MDR will be filed when additional information is available.